Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as irritation and the skin is broken. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed neosporin for the skin irritation. Outcome of the irritation is unknown .

Manufacturer narrative:
Not applicable.